Event description:
Additional information received reported that the battery was overdischarged due to the patient's failure to recharge regularly. The power-on-reset condition was successfully cleared and the patient outcome was reported as good.

Event description:
It was reported that the caller experienced coupling and communication issues. The caller saw an unnamed warning screen and was informed on how to clear a power-on-reset condition. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 377760 lot# v012887 implanted: (B)(6) 2006 explanted: na, extension model 3708120 serial# (B)(4) implanted: (B)(6) 2006 explanted: na, programmer model 37742 serial# (B)(4), accessory model 37752 serial# (B)(4).